Event description:
The manufacturer received information alleging a ventilator was not able to be powered on and the service alarm was sounding. There was no harm or serious injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.